Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2012 and product ID: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was double counting, causing the patient to received inappropriate therapy. It was also noted that the patient experience an "arrhythmia." The rv lead also exhibited undefined high pace/sense impedance values. The low voltage portion of the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.